Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd syringe with luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: 3 photos were returned for investigation and observed white foreign mater floating in the solution. 2 actual samples filled with solution were returned for investigation. The samples were subject to visual inspection. Floating foreign matter was not observed in the solution from both the samples. The solution appeared to be white clear liquid after being drained out. However, observe a white foreign matter attached on the wall of the syringe barrel in one of the returned sample. The white foreign matter was send for fourier transform infrared spectroscopy (ftir) test. From the ftir results, there is no good match available from the library but the best match is silicone and other unknown compounds. Silicone is used in the manufacturing process where it was being sprayed into the syringe barrel to ease the plunger movement. Reviewed the DHR records, and silicone content is within the specification with no abnormality during production. Bd will continue to monitor the defect trend. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.